Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump went into threshold suspend mode while there were discrepancies between the sensor glucose and blood glucose readings. The blood glucose reading was 100 mg/dl compared with the sensor glucose reading of 60 mg/dl. Advised that the issue may have been caused by the sensor not having been situated properly, preventing the device from properly tracking changes in glucose. Advised the customer on proper calibration protocol and optimal sensor insertion methods. Nothing further reported.